Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call possible under delivery anomaly and motor error alarm on the insulin pump. Customer¿s blood glucose reading was unknown. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the motor error alarm was cleared however the displacement test failed. Customer believed the insulin pump possible under delivered insulin to the patient. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No displacement test anomaly noted. No motor error alarm during testing noted. Motor passed motor test. Insulin pump passed the dat test at 0.08715 inches. Insulin pump was delivered a bolus properly. No under delivery anomaly noted. Insulin pump had cracked case at display window corners, battery tube threads, reservoir tube lip, belt clip slot, minor scratched and cracked display window.